Event description:
Procedure: lower anterior resection - double staple technique. According to the reporter: when firing the second load across the rectum, which was observed to be "very thick" a cracking sound was heard. Staples were not fired properly, so a different type of "curved cutter" was used to transect the tissue. The surgery was delayed less than 30 minutes due to this and there was not patient injury reported.